Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that this event would not be associated with the device but rather would be related to user technique.

Event description:
Tip of twist drill broke and had to be left in the pt's mandible.